Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving unspecified low sensor readings compared to unknown results obtained on unknown device. It is unknown whether they noted a trend arrow on the device. The customer experienced symptoms described as dizziness, seizures, and was unable to self-treat. The customer was taken to the hospital where a healthcare professional (hcp) obtained an unspecified glucose reading from an hcp meter. Subsequently, the healthcare professional (hcp) provided soda as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state) with an event log 2, indicating that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is a part of the device system and is not an indication of product non-conformance. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.